Manufacturer narrative:
(B)(4). The customer reported ECG front end power failure and device not detecting test load. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported ECG front end power failure and device not detecting test load.